Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the device firing sound was allegedly different from usual and felt dull. It was further reported that there was also an alleged resistance while removing the needle from the patient's body. Reportedly, when looked at the tip of the needle, only a small amount of tissue was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation the device appeared to have blood residue throughout the cannula and outer housing and the device was received with both slides in their initial positions. No visual anomalies were noted to the device. Upon functional testing the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for both the reported failure to fire, failure to obtain sample as the device was able to prime, fire and obtain all six samples without any issues and the investigation is inconclusive for the reported difficult to remove issue as the condition of use could not be replicated. A definitive root cause for the failure to fire, failure to obtain sample and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy procedure, the device firing sound was allegedly different from usual and felt dull. It was further reported that there was also an alleged resistance while removing the needle from the patient's body. Reportedly, when looked at the tip of the needle, only a small amount of tissue was removed. The procedure was completed using another device. There was no reported patient injury.